Event description:
It was reported that the ilet could not connect to a freestyle libre 3 plus sensor, and attempts to pair a libre sensor resulted in an ¿incompatible¿ message; the user had initiated the sensor in the manufacturer¿s app and later confirmed the sensors were sourced from the UK, which are not compatible with the us abbott configuration, representing a use-of-device and interoperability problem, with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem due to regional localization codes and parallel use of the manufacturer¿s app, consistent with a use-of-device problem and with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to manufacturer's device and compatibility.